Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported sometimes post port implant procedure, the device allegedly had a split. It was further reported that, additional medical intervention was required to replace. Reportedly, the device was replaced in later day. The current patient status is unknown.

Event description:
It was reported sometimes post port implant procedure, the device allegedly had a split. It was further reported that, additional medical intervention was required to replace. Reportedly, the device was replaced in later day. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one MRI implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 31.5cm from the distal end of the cath-lock. The distal segment was not returned. The investigation is inconclusive for the reported fracture issue, as the edge of the break appeared cut and striations were noted on the surface. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6(result, conclusion).